Event description:
Boston scientific received information that upon interrogation, this device displayed a error code that indicated a charge time out had occurred. The patient had been lost to follow up. Boston scientific technical services recommended device replacement. Request for additional information were unsuccessful. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.